Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 134 and 230 mg/dl, and the meter bg reading was 237 and 45 mg/dl. Due to the inaccurate cgm readings the customer experienced a low bg of 45 mg/dl as customer delivered a correction bolus and the control iq software had delivered an automatic bolus. Consumed carbohydrates were consumed to address the issue. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.